Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use of a 2.5x8 mm rx xience xpedition stent delivery system (sds), the proximal shaft was noted to be separated. Reportedly, no resistance was noted during removal of the sds from the dispenser hoop or during removal of the protective sheath. The device was not used and there was no patient involvement. A new same size rx xience xpedition sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.